Manufacturer narrative:
The monitor sn (B)(4) and the electrode belt sn (B)(4) have not yet been received for evaluation. Initial evaluation included a review of the available downloaded device flag data from (B)(4) 2019, three days prior to the patient's death. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal. It was also noted that the patient was receiving replace battery notifications. It is unknown if the patient replaced the battery as further download data is not yet available. Manufacture date: monitor - (B)(4) - 11/6/2012, belt - (B)(4) - 7/7/2015.

Event description:
A distributor contacted zoll to report that a (B)(6) patient passed away on (B)(6) 2019. It was first reported that the patient was not wearing the lifevest at the time of death. It was reported by the hospital ward physician that the patient was found in his apartment and had been experiencing "massive vertigo" for three days. It was reported that during the three days, the patient was believed to have been laying there unable to call for help. Due to the circumstances of the patient's condition, the patient appears to have been unable to change and re-charge his battery packs. The patient was reportedly found by neighbors and was brought to the hospital via ambulance, where he was diagnosed with heavy rhabdomyolysis, electrolyte imbalance, and cardiogenic shock. The patient was brought to the hospital while wearing the lifevest, however the batteries had not been changed or recharged for three days, and were completely discharged. It was reported that the doctors at the hospital were not familiar with the lifevest or its function, and were unaware that the batteries were completely discharged. It is unknown if the battery charger and extra battery pack were brought to the hospital with the patient during the emergent transport from the patient's home to the hospital so that the battery packs could be charged. The patient was taken to the ICU and was placed on telemetry. The ward physician reported that after three days in the intensive care unit, the patient was experiencing electromechanical decoupling and received an external defibrillation. It was then reported that the patient was wearing the lifevest and was also being monitored by hospital telemetry. It was reported that prior to passing, another physician was pressing the response buttons on the lifevest and reportedly wanted the lifevest to treat the patient during this time, though as stated above, the doctors and hospital were not familiar with the lifevest or its function and the battery was discharged. It is unknown what the patient's ECG rhythm was at the time and why the physician wanted the lifevest to treat the patient. It was then reported by the ward physician that at the time of passing, the patient was not wearing the lifevest. At this time, it is unclear whether or not the patient was wearing the lifevest at the time of passing due to the conflicting reports. There is no download information surrounding the patient's passing available at this time. The last available download data shows that the battery was completely discharged on (B)(6) 2019 at 10:51 am.